Event description:
It was reported that during follow-up diagnostics showed high, out of range, high voltage lead impedance measurements. During a subsequent clinic visit, impedance measurements were normal. Lead remains implanted. Patient is scheduled for normal routine follow-ups.